Event description:
It was reported to target that something happen to the guidewire during a avm procedure so the physician decided to withdraw the catheter and guidewire. He then experienced a broken guidewire. The pt was not effected by the incident.